Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: code: xaw8475, lot: xmp931, mfg: 11/01/2006, exp: 07/31/2011.

Event description:
International customer reports that a patient presented with an abdominal wound dehiscence 14 days following abdominal surgery. The surgeon reports observing that the surgical knots were intact and that the suture broke between the knots. The patient was returned for reclosure.